Event description:
It was reported that during the attempt implant, the tunneling tool was moved under constant scopic control. Resistance was encountered and the tunneling tool was retracted. At this point, bleeding from under the sternum was noticed with arterial nature. Due to the inability to identify the place of bleeding, a decision was made to perform emergency sternotomy. After opening the chest, the bleeding site was identified as a damaged left internal thoracic artery. The bleeding was secured with a stitch and the chest was closed leaving a drain in the mediastinum and pleura. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 19-dec-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it was a left mammary artery that was damaged with bleeding during the attempted implant procedure. It was noted that tunnelling on lateral view demonstrated tool sticking against rib at the very beginning. Next attempt more medially with the same problem and immediate moderately serious bleeding from incision occurred. It is suspected that the damage most likely occurred when the artery was pressed against the rib by the tool. Surgical back up on site joined immediately. Incision widened and visual inspection from underneath suggested mammary damage but management unaccessible with this approach. Thus, a sternotomy was performed with no pericardium neither heart damage, leading site the left mammary confirmed and managed. Blood loss approximately 500 ml with no transfusion needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.